Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected error or alarms were noted during testing. All bolus delivered during testing were properly recorded at the pump history. Unit was programmed with test glucose meter and communicated properly. Unit received with stained serial number label. Unit received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the blood glucose readings and bolus information could not found in the insulin pump. Blood glucose was not provided at the time of the incident. No further details were provided. The device will be returned for analysis.